Manufacturer narrative:
Steris could not confirm if the alleged injury is related to the reported event. The user facility declined to provide information regarding the patient subject of the reported event. A steris field service technician arrived onsite, inspected the surgical table, and was able to duplicate the reported issues. All other articulations were confirmed operational. There was no indication on the hand control of an error. The technician identified the master control board required replacement. The technician identified the surgical table's hand control, floor locks, battery, and d1 pressure switch also required replacement but this was unrelated to the reported event. The technician tested the table, confirmed it to be operating according to specification, and returned it to service. The table was installed on (B)(6) 2006 and is not under steris contract agreement for maintenance.

Event description:
The user facility reported during a patient procedure their cmax general surgical table did not operate properly and would not level from trendelenburg position. The table was leveled using the backup override control system. An injury was reported. Due to utilizing the backup override control system the procedure was delayed but completed without further incident.